Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarms. It was reported that the customer's blood glucose level was unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to a33 alarm. No rewind anomaly noted. The insulin pump was received with normal operating currents and a21 error test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at the reservoir tube window corners and stained end cap sticker.